Manufacturer narrative:
During the inspection, no deviations were noted that might have contributed to the reported dislodgement. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In the course of the analysis, signs of abrasion were found along the lead body. However, the insulation was intact. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to dislodgement.